Manufacturer narrative:
(B)(4) date sent to the FDA: 04/14/2020. Additional information was requested, and the following was obtained: what was used to complete the procedure? The same suture from another lot number. Was the surgery completed successfully? Yes, the surgery was completed with no immediate issues identified. Could you please confirm how many sutures were involved in the reported isssue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5093553.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. Changed to another suture to complete the case. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 06/03/2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/13/2020. A manufacturing record evaluation was performed for the finished device batch plb635 and no non-conformances were identified.

Manufacturer narrative:
Date sent to the FDA: 06/03/2020. Additional information: d10, h6. Additional h-3 summary: it was reported performance breakage suture. It was received for analysis an unopened sample of product. The complaint sample was not received. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no damaged or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements.